Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on the white cfnadmin screen and not able to login. The station was offline in remote support service. The customer rebooted the device, but the issue persisted. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on white screen and could not be logged in. A field service engineer (fse) identified the configuration issue and walked customer through needed changes, but the remote support service (rss) was still down. Further the fse found that the rss software corrupt and reinstalled as needed verified connection. The system functioned as intended after the field service engineer repaired the device.